Event description:
It was reported to philips that the system was stuck on 000 countdown and failed to boot on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
System returned to use after service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).